Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specs.

Event description:
The customer stated she was hospitalized for high blood glucose. The reported blood glucose reading during the phone call was 239 mg/dl. The customer stated that the insulin pump was not working and it continued to give no delivery alarms. The customer declined to troubleshoot and stated that the medical doctor wanted the insulin pump replaced. Nothing further was reported.